Manufacturer narrative:
Covidien reference (B)(4). The evaluation and repair of the device has not been completed.

Event description:
Received information that indicates the 840 ventilator had a power supply failure. No indication of patient involvement.

Manufacturer narrative:
(B)(4). Information was received where mentioned that patient was not involved. The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the power supply. The unit passed all testing and operates within the manufacturing specifications.